Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) received a few appropriate shocks due to an arrhythmia and was syncopal. The physician felt that the syncope was due to long charge times.